Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had received extra cardiac stimulation and had high capture thresholds on the left ventricular lead. The lead was capped but not replaced on (B)(6) 2020. The patient was stable.